Manufacturer narrative:
Visual inspection, functional testing, and scanning electron microscopy (sem) analysis were performed on the returned device. The reported leak was confirmed. The reported difficulty advancing the device could not be replicated in a testing environment due to the condition of the returned device. The reported break was not confirmed; however, it is likely that reported leak is what the account reported when they stated that the balloon was broken. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. It was reported that the device was not soaked prior to use. It should be noted that the coronary dilatation catheters (cdc), nc trek neo, instruction for use states: submerge the balloon in sterile heparinized normal saline during balloon preparation, to activate the coating. In this case, it is unknown if the IFU violation caused or contributed to the reported complaint. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported difficulty advancing the device, leak and break appear to be related to operational context. In this case, it is unknown if the instructions for use (IFU) violation caused or contributed to the reported complaints. There was no damage noted to the device during the inspection prior to use or a leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulties. Sem device analysis determined the device failure may be attributed to mechanical damage to the inner surface of the inner member. In this case, it is likely that the guide wire was backloaded incorrectly and/or at an angle such that the guide wire damaged the inner member resulting in the reported difficulty advancing the device, giving the impression of a broken balloon dilatation catheter (bdc) and subsequently resulted in the reported leak. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Medical device problem code: 2017 incorrect prep.

Event description:
It was reported that during preparation of the 2.50x15mm nc trek neo balloon dilatation catheter (bdc), the balloon was not soaked. When attempting to advance the bdc over the whisper guide wire, it was noted the balloon was broken. While trying to prep the device, it was noted to be sucking air. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.